Manufacturer narrative:
The returned device was not evaluated. The device went through at least one decontamination procedure using a high-level disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.

Event description:
It was reported that lead adapter was explanted due to infection/sepsis. Left surgical site infected from where ra and lv leads were tunneled to patient's abdomen. Leads and adapters were extracted and ports were plugged on the device. Pt does still have an rv lead that was tunneled from the right shoulder area. Pg and rv are not infected.